Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure when the iol was being loaded, the scratch and mark on optic was noticed. The procedure was completed on the same day. Additional information received stating that the lens was implanted and removed during the initial procedure. There was no patient harm.